Event description:
It was reported that there was a confirmed over-discharge but the number of over-discharges was not known. The patient was at the clinic for follow up on surgery. The patient did not have their patient programmer or recharger with them so a physician mode recharge (pmr) could not be performed. The patient was scheduled to meet at the physician office on (B)(6) 2014, for troubleshooting. The patient stated that when the device was active, they had great deal of difficulty recharging. It was added that approximately three months prior to (B)(6) they had not been able to use their device. A manufacturer representative showed up at the patient¿s appointment however the health care provider (hcp) would not allow the manufacturer representative to go into the consult with the patient. They spoke prior to the appointment and a trickle charge was unsuccessful. The patient had a procedure on (B)(6) to have their battery replaced. The replacement was because the patient had some other procedures and let their battery go into over-discharge. The patient was doing good after the replacement and they were getting good coverage.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37092, lot# 254130001, implanted: (B)(6) 2010, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).